Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to treatment inside the patient, the aquabeam conformal planning unit (cpu) would not turn on and the procedure was subsequently aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem.component code 4756: per the instructions for use, the aquabeam conformal planning unit (cpu), a re-usable component of the aquabeam robotic system, serves as the primary user interface of the aquabeam robotic system.root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process.submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam conformational planning unit (cpu) was not returned for investigation. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam cpu / lot number 19c01554 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F states the following: 11.2.21 aquabeam robotic system disassembly · power off the cpu and console. Caution: use the power off button in the upper right corner of the cpu screen to shut down the cpu. Using other means to power off may led to file system corruption or damage to the cpu. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.